Event description:
Two more pts have reported a fluid leakage problem from the eclipse homepump luer-lock connection to the max plus needleless cap. The leaked amount eas reported to be 3-5 ml. The eclipse homepump is a container used for the pharmacy to prepare sterile injectable medication for pt use. One pt use the 200 ml/hr, 100 ml size, the other pt used the 175 ml/hr, 250 ml size.